Manufacturer narrative:
Pc-(B)(4) date sent: 6/3/2024 d4: batch # 342c93 investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45t reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria the device event log was reviewed. During analysis of the event log a fire into lockout was seen prior to the 5th clinical firing. There are also multiple errors seen in the log. Further analysis showed that one of the sensors on the pcba is bad, causing the device to be non-responsive. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 342c93, and no non-conformances were identified.

Event description:
It was reported that during a vats left upper lobe segmentectomy (s1+2c), the device could be fired 4 times, on lung parenchyma without problems. The device could not be fired at 5th firing with black reload. The device did not lock out. There was no motor sound and did not work. The doctor said the lung was not thick. Echelon was almost a straight approach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024 d4: batch # 342c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45t reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria the device event log was reviewed. During analysis of the event log a fire into lockout was seen prior to the 5th clinical firing. There are also multiple errors seen in the log. Further analysis showed that one of the sensors on the pcba is bad, causing the device to be non-responsive. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 342c93, and no non-conformances were identified.